Event description:
During the procedure, the surgeon heard a "popping noise", removed the fiber and noticed a burn on the pt's lips, throat and larynx. The endostat fiber was examined by the or team who noted that there were "indentations" in the fiber approx midway down to the operative site. There was also a discoloration that appeared to be a "burn" mark on the fiber.